Event description:
Lubricant syringe cap of foley catheter insertion kit is clear. The cap of the lubricant syringe is clear as is the lubricant. It would be helpful if t he cap of the lubricant was a different color.